Event description:
This case was initially received via (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("coil in right oviduct was not located correct") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion painful"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), headache ("headache"), alopecia ("hair loss"), feeling cold ("cold feeling"), rash ("rash"), fatigue ("fatigue") and hypotension ("low blood pressure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, procedural pain, menorrhagia, headache, alopecia, feeling cold, rash, fatigue and hypotension outcome was unknown. The reporter provided no causality assessment for alopecia, device dislocation, fatigue, feeling cold, headache, hypotension, menorrhagia, procedural pain and rash with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-sep-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1.412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.